Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the left ventricular (lv) lead was not able to be implanted due to failure to advance the lv lead over a guidewire. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. There were no patient consequences and patient was discharged.

Manufacturer narrative:
The reported event of failure to advance lead over a guidewire was confirmed. A full lead was returned in one piece for analysis. Dissection of the lead found dried blood inside the inner coil which have caused insertion failure of the guidewire. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the left ventricular (lv) lead was not able to be implanted. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. There were no patient consequences and patient was discharged.